Event description:
The surgeon associates this case with a previous cicatricial dilemma. The enduragen was implanted in the eyelid but the pt developed signs of infection. When the surgeon explored the site at a later date, he noticed that the enduragen implant had entirely resorbed.